Manufacturer narrative:
Evaluation results: (investigation in progress, conclusion not yet available). Conclusion: 11 evaluation in progress (conclusion not yet available). (B)(4).

Manufacturer narrative:
Vendor device evaluation: one wovens rashkind catheter was received coiled up in a clear plastic bag, inside a bag for sterilization. The lot number for this product is printed on the shaft of the catheter and identified the returned sample from corporate lot number gfxg1729. The product carton was also received with the sample. The product carton had its label intact and identified the returned sample to be product catalog number 007161, with corporate lot number gfxg1729. Upon inspection of the returned sample, the catheter appeared unremarkable. The balloon had burst, and was not returned for evaluation. The proximal and distal ties are still intact and look normal. There is nothing to note on the rest of the catheter. Cine review: discussion was carried out with medtronic clinical experts on review of the cine images of the case. It was discussed that while the inflation volume used (up to 1.5 ml) is higher than that mentioned on the label (1.0 ml) for the 4f rashkind used in the case, it was not atypical to inflate the balloons at a slightly higher volume. However, the number of inflations and pullbacks (11 times before the rupture on the 12th time) were unusually high. In their experience they would have seen at the max 6 pullback and preferably no more than 4 pullbacks. Typically within a couple of pullbacks if the physician would not be successful crossing the septum or seeing desired results, he/she would perform an echo cardiogram to understand the reason for the challenge. Thereafter, the typical practice would be to use a high pressure balloon to create the septal deformity that is intended to be created. Based on this, our clinical experts thought that the number of inflations, possibly tough septum along with slightly higher inflation volume could be the contributing factors to the balloon rupture.

Event description:
It was reported that a balloon atrioseptostomy was being performed. The device was delivered to the atrium without issue. The balloon was inflated numerous times ranging from 1.0cc to 1.5cc. During the 12th inflation the balloon ruptured before it reached 1.5cc.cine images were checked by the physician and it seemed that the balloon ruptured when it was inflated to about 1.0cc. After the balloon rupture, the relevant device was carefully removed outside of the patient body, and the physician noticed that the balloon was missing. The sheath itself was imaged, but small fragments of balloon were not found. The patient¿s entire body was checked under fluoroscopic guidance, but small fragment of balloon was not found. After the operation, the pressure gradient between right atrium and left atrium improved to be 1mmhg. It was reported that the patient didn¿t have any other complications, and the operation was completed. Device evaluation: the device was returned for evaluation. The balloon material is missing between the proximal and distal bonds.